Event description:
It was reported that the device would not communicate with the programmer. This device was explanted and replaced.

Manufacturer narrative:
The reported no communication was confirmed and was due to a depleted battery. With another battery attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and an internal battery anomaly was found to cause the battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Device evaluation anticipated but not yet begun.